Event description:
The pump was returned for investigation. Investigation revealed damage to the battery cap. This report is made based on results of investigation completed on 01/07/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: during investigation, a piece of the battery cap was missing. (B)(6).